Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It was reported that the patient faced infusion set detachment event while changing on (B)(6) 2026 and infusion set tubing came apart. The site of insertion was abdomen. The location of detachment was at site and the infusion set was in use for two days.